Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number . Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an initial left total hip procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to pain. During the revision, they found the cup was loose as a result of osteolysis. The cup, head, and liner were revised. The cup and liner were revised with competitor product. No further information has been provided.